Manufacturer narrative:
On 27jan2016 product was received for investigation. One lens case was received; the lens case contained five single lenses. The parameters of the five lenses received were measured and a visual inspection was performed. The lenses met company standards center thickness. Five lenses were out of specification for diameter. Four lenses were not measurable for base curve and 1 lens was out of specification for base curve. A visual inspection was performed which revealed: 1 lens with an edge chip and surface tear, 1 lens with an edge tear and a surface tear and 3 lenses had surface tears. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a patient (pt) called to report that while using the acuvue oasys brand contact lens (cl) he/she reported a "total of 8 lenses ou had issues with tearing while on the eye after 2-3 days of use, and 2 of them were torn upon receipt sometime in (B)(6) 2015." The pt stated in one occasion the eye was red and irritated upon removal. The pt reported that he/she went to the eye care professional (ecp) in (B)(6) 2015 and was advised that he/she had an "eye infection." After multiple attempts to contact the pt for additional information, the pt returned a call on (B)(6) 2016 and provided the additional information as follows: the pt reported that the "infection was os." The pt reported that he/she was diagnosed with bacterial infection and was given a prescription and advised to discontinue cl wear for 1 week. The pt reported that his/her eyes are fine and has returned to cl wear. A call was placed to the pt's treating ecp and the pt's medical records were requested. The pt's medical records received on (B)(6) 2016 provided the following additional information: date of visit: (B)(6) 2015: chief complaint: left eye red, no pain, sleeps in cl's- started wed am; not wearing cl's for 2 days; plan: bacterial keratoconjunctivitis; rx. Cipro 1 drop os q 2 hours x 2 days, then q 3 hours for 2 days, then qid for 3 days; return for clinic for fu. Date of visit: (B)(6) 2015; chief complaint: feels like it is all better; plan: bacterial keratoconjunctivitis; finish off cipro today; no cl wear for 2 days; then ok to go back to cl wear; pt given handouts to reinforce cl wear; rtc (B)(6) 2015 for cle. Date of visit: (B)(6) 2015: contact lens exam, update rx; va os aided -20/20; unaided: 20/400; iop: os: 13 mmhg; no glasses; diagnosis: myopia; rx for acuvue oasys brand contact lens bc 8.4; os: -3.75. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00jjw6 was produced under normal conditions. The suspect product received was received 27jan2016. The evaluation is not yet completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.